Event description:
It was reported that the device powered down. There was no patient involvement. The device was subsequently returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The upper case and both bail covers were broken, and the battery release, lead flex cover, and lower case were contaminated.